Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and vaginal scarring. It was reported that patient underwent partial removal of mesh in (B)(6) 2003 due to mesh adhering to the bladder. (B)(4).

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent laparoscopy with bilateral tubal banding on (B)(6) 2011 due to patient¿s desire for permanent sterility. No additional information was provided.